Manufacturer narrative:
Results and conclusion: event most likely procedural related. Patient¿s condition affected effectiveness of device-80% stenosis, tortuous. Device or procedural images not provided for review. No device returned. (B)(4).

Event description:
The physician was using a mo.ma ultra 6f ID cerebral protection device to treat a lesion in the right internal carotid artery which exhibited calcification, 80% stenosis, type ii aorta. Vessel diameter 4.85 ¿ 8.05mm. During delivery to the lesion the mo.ma ultra device passed through a previously deployed stent. Due to the tortuous bifurcation of common carotid artery, the mo.ma had difficulty in advancing. When the target location was finally set, the balloon was inflated; however, some blood flow was observed when eca (external carotid artery) was blocked. Another embolic protection system was used to ensure safety. No neurological complications. No symptoms have been observed. The investigator reported that this event was not related to device or procedure.